Event description:
It was reported to philips that the azurion device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was not powering on. The philips engineer suggested service, but the quote was cancelled by the customer, and no service has been provided by philips. However, the customer accepted the quotation on the same date in another work order. Fse checked the fan and power tray and found that there was no power output. The direct current power supply has been burned. Fse replaced a new fan and power tray board. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.